Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and low blood glucose. Customer stated that the blood glucose was 45 mg/dl and in the morning it was 450 mg/dl. Customer stated that the insulin pump was over delivering insulin. Customer discontinued the use of insulin pump. Customer declined troubleshooting for high and low blood glucose. The insulin pump and reservoir will not be returned for analysis.